Event description:
01/13/2021: integrum received an email regarding an incident in an ongoing pilot study. Axor ii dislodged without causes patient to fall, but resulted in superficial infection. This was reported in an adverse event as the patient is included in a pilot study ( (B)(6)patient). The patient's oral antiobtic course has worked to resolve the superficial infection. Use of the axor ii loaner unit will protect patient safety while the original unit is being inspected and refurbished.

Event description:
(B)(6) 2021: integrum received an email regarding an incident in an ongoing pilot study. Axor ii dislodged without causes patient to fall, but resulted in superficial infection. This was reported in an adverse event as the patient is included in a pilot study (15-16764 patient). The patient's oral antiobtic course has worked to resolve the superficial infection. Use of the axor ii loaner unit will protect patient safety while the original unit is being inspected and refurbished. (B)(6) 2021: investigation of returned axor ii has been performed. The reported issue could not be replicated. The device passed all attachment tests, including the attachment test with a 13,7mm abutment that replicates a worn abutment. The device was working as expected. The unit has been returned to the patient together with a feedback report. As described in the protocol violation or incident reporting form provided by the cpo, the incident can be related to patient-related factors (insufficient tightening and/or inadequate cleaning/maintenance). The prosthetic staff working with the clinical study will perform additional patient training, including reinforcement of proper tightening, cleaning and maintenance procedures.